Event description:
Md attempted to place these prevena wound vac dressings on her patient, but the suction did not work on either product. After the first dressing was opened and did not suction, md had the nurse open a second dressing and tried to use the suction and motor from that box and it still did not work. Md ended up using dermabond instead of the prevana dressing. FDA safety report ID # (B)(4).